Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the ventilator did not alarm when a 70% leak was detected and the delivered tidal volumes were inadequate. The customer reported patient involvement with no harm to the patient.